Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, hal software error detected, change sensor and hardware low level failures. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer states the display was blank less than 30 seconds. There is no indication of issue being resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit properly connected to glucose sensor simulator. No change sensor alarm noted. No pump error alarm noted during testing or found in the pump history. Pump error found in the pump history due to software error. Unit received with minor scratches on case and minor scratches on lcd window.